Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine check. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was performed. No further information was available.